Manufacturer narrative:
Date of event estimated.

Event description:
Related manufacturer reference number: 3006705815-2023-03105 and 3006705815-2023-03106. It was reported that the patient had infection at both incision sites. Surgical intervention took place where the scs system was explanted to address the issue.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of the ipg and lead site(s). Based on the documents reviewed, the source of the infection remains unknown.